Event description:
Pt undergoing tonsillectomy and adenoidectomy. The adenoids were ablated utlizing a bovie cautery technique. During the cautery, the bovie sheath was noticed to have split and this caused superficial cautery to the nasopharyngeal aspect of the soft palate. This was identified almost immediately and this bovie wand was removed from the field and a new one was obtained.